Manufacturer narrative:
The patient's dob, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- taiwan. Visual inspection found a damaged distal tip and a damaged distal bond with one leaflet lifted, but remained intact. During functional testing, using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a longitudinal balloon tear was observed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Additionally, retained device component is listed as possible adverse effect of the procedure.

Event description:
The angiosculpt device was used to treat a severely calcified mid lad. During inflation at 16 atm, the balloon ruptured. The procedure was completed with a different device. No patient injury reported. During the device evaluation, the balloon rupture was confirmed and a distal bond peel was observed. This product problem is being submitted conservatively because the balloon ruptured below rbp and the distal bond peeled.